Manufacturer narrative:
(B)(4). The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  A manufacturing record evaluation was performed for the finished device 30127620l number, and no internal actions related to the reported complaint condition were identified. Manufacturer's reference # (B)(4).

Event description:
This event is associated with a clinical trial, sponsored by biosense webster, inc. It was reported that a (B)(6) male patient ((B)(6), 183 cm, bmi derived 36.5 kg/m2) underwent cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered pericarditis and pericardial effusion requiring surgical intervention. On (B)(6) 2019, the patient underwent a cardiac ablation procedure and a repeat cardiac ablation procedure on (B)(6) 2019. On (B)(6) 2019, the patient reported with symptoms of pericarditis and pericardial effusion requiring surgical intervention of a pericardial window to remove an unspecified amount of unspecified fluid. Inpatient hospitalization of 7 days ((B)(6) 2019 ¿ (B)(6) 2019) was required. Unspecified medication was administered. Patient¿s outcome is recovered and resolved. The principal investigator assessed this event as severe, serious, not related to the study device (visitag surpoint epu), not related to the study catheters, probably related to the re-ablation procedure. In the opinion of the investigator, this event was expected. No biosense webster, inc. Product deficiencies were reported. During the procedure, 81 radio frequency applications were delivered.